Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that pump had no power and a cracked battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-dec-2018 with the following findings: on investigation, the battery compartment was confirmed to be cracked. There was moisture inside the battery compartment due to a leak at the site of the crack confirmed by leak testing. The pump was not able to power on for further testing due to the moisture in the battery compartment. Investigation duplicated the complaint. There was no damage, defect or contamination of the pump¿s interior components.